Event description:
It was reported the patient presented via merlin.net with rv lead noise. High pacing lead impedance was also noted. The lead was replaced. During the procedure when attempting to remove lead, lead pulled in half near the clavicle and could not be fully removed. The patient is doing fine.